Manufacturer narrative:
Product ID 3389s-40 lot# va038ku, implanted: 2012 (B)(6), product type lead product ID 3389s-40 lot# va038ku, implanted: 2012 (B)(6), product type lead product ID 3389s-40 lot# va038ku, implanted: 2012 (B)(6), product type lead product ID 37603 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3389s-40 lot# va038ku, implanted: 2012 (B)(6), product type lead. (B)(4)

Event description:
It was reported that the patient had deep brain stimulator (dbs) leads implanted on (B)(6) 2012. One week post implant, the patient started feeling inflammation throughout his body and had acute pain. It was noted that the inflammation and pain started in his left leg and ¿it got better.¿ however, the inflammation and pain ¿then moved to elbows, hand, shoulders and wrists.¿ it was noted that it ¿starts in the morning and usually comes every 24 hours.¿ it was also noted that the patient tried icing and it didn¿t help but seemed to help with ibuprofen. It was further noted that the patient was set to go back and have the implantable neurostimulation (ins) device implanted in about a week after the date of reported event. Follow up from the health care provider reported that the cause of the event was unknown. It was noted that there were no abnormal impedance measurements. It was noted that lead revisions were completed in (B)(6) with ¿very good response and results.¿ it was also noted that the patient¿s signs and symptoms of the reported event were not related.

Event description:
It was reported that the patient had deep brain stimulator (dbs) leads implanted on (B)(6) 2012. One week post implant, the patient started feeling inflammation throughout his body and had acute pain. It was noted that the inflammation and pain started in his left leg and ¿it got better.¿ however, the inflammation and pain ¿then moved to elbows, hand, shoulders and wrists.¿ it was noted that it ¿starts in the morning and usually comes every 24 hours.¿ it was also noted that the patient tried icing and it didn¿t help but seemed to help with ibuprofen. It was further noted that the patient was set to go back and have the implantable neurostimulation (ins) device implanted in about a week after the date of reported event. It was reported the cause of the event was unknown and there were no abnormal impedances. It was stated the event was not related to the patient¿s implantable neurostimulator (ins). It was reported the issue was due to an ¿other¿ issue with the lead or extension. Reportedly, the patient¿s lead was revised in april or (B)(6) 2013 and the surgery had a very good response or results. It was stated there were no signs or symptoms related to the event.